Event description:
Customer reported the system is displaying an error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller and fluoro functions pcbs and reloaded calibration files. System operates as intended.